Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a left hemi colectomy, the subject device was used. The probe fell off inside the patient. The broken probe was retrieved from the patient. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc investigated it on december 5, 2017. The probe was broken at 18.5 mm from the distal end. The broken probe tip was not returned. The shape of the fracture surface showed that the crack developed from the starting point. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc surmised that the crack occurred on the probe since heat was applied to the probe. The crack developed when the user output the device or grasped the tissue, and the probe broke off. The instruction manual of the device has already warned as follows: should any irregularity (error window, abnormal noise, abnormal output, abnormal operation, abnormal appearance, etc.) Or malfunction be observed while using the thunderbeat, stop the use and withdraw the instruments from the body cavity. Do not withdraw the transducer plug from the ultrasonic generator. Check the equipment, ¿troubleshooting¿, in the instruction manual for the ultrasonic generator. If the irregularity remains after troubleshooting, replace the transducer. If this does not resolve the issue, replace the thunderbeat instrument. If the irregularity remains unresolved, contact olympus. Use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.